Event description:
A spacemaker plus dissector system was opened on back table. The patient is allergic to latex. Per the patient, latex "burns his skin". The product box or peel pack was not labelled "contains latex". Upon further investigation by the rn, it was found in small print on the product insert that the product does, in fact, contain natural rubber latex. The product did not come into contact with the patient. The physician was notified along with the rest of the surgical team. The patient was given a prophylactic dose of benadryl by anesthesia at the instruction of surgeon. The patient showed no signs of anaphylaxis or distress at the end of the case and was transported to pacu.